Event description:
The reporter called and alleged discrepant results when compared to a lab. The device results reported were 6.5 and 6.1 (repeat test) inr. The corresponding lab result reported was 4.6 inr. No other info was provided. The device was replaced and requested to be returned for eval.